Manufacturer narrative:
No sample has been received by manufacturing for evaluation. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that multiple knives were dull and required additional pressure in order to enter the eye during surgeries. Patient impact information is unknown. Additional information clarified that the dull knives were noted during cataract surgeries. Each case was able to be successfully completed. There was no harm to any patient.